Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: PMA/510(k) number: k101880.

Event description:
It was reported that the implant at tooth site #30 was removed due to a broken collar. Pt came in with #30 implant broken collar broken on implant. Implant removed & grafted. Pt to follow up 4-6 months to re-do.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (le implant, tsv, 4.7mmd, 11.5mml, fully textured, microgrooves) for evaluation. Visual evaluation was performed. Implant fracture identified at the collar. Implant is heavily damaged possible due to the removal process. Broken screw identified inside of it. DHR review was completed for the subject lot number 1232444. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1232444 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The implant fracture was identified at the collar. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.